Event description:
It was reported by the customer that when the dr activated the pencil with footswitch, there was intermittent output. The dr swapped the footswitch and completed the case with no pt consequence.